Manufacturer narrative:
The device remains implanted and will not be returned for analysis. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Additional information has been requested. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic pulmonary valve a hammock effect was observed, where the openings of the frame are expanded against the right ventricular outflow tract (rvot) but the middle of the frame is indented away from the annulus/artery wall. Four years following the initial implant another transcatherer bioprosthetic pulmonary valve was implanted. No other information has been made available.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Analysis of received videos indicates hammocking of the valve, but not completely around the valve. It was determined that the manufacturing stitches used to attach the tissue and frame may have pulled away, or it is possible that stitches were missing. Without the valve to examine, medtronic cannot confirm if there was a manufacturing anomaly or some damage that could have contributed to the reported hammocking. Hammocking is generally due to calcification or something obstructing the valve. Hammocking may also occur over time if blood gets trapped on the outside of the valve. Medtronic will continue to monitor field performance for similar events should they occur.